Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message when extra suction was requested toward the end of the case. Flow was reestablished by power cycling the pump. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message when extra suction was requested toward the end of the case. Flow was reestablished by power cycling the pump. There was no report of pt injury. The investigation is ongoing. A f/u report will be filed when the investigation is completed.